Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 3/20/2014 with the following findings: during investigation, a review of the black box showed the black box showed no alarms occurring on 01/21/2014. The time and date were accurately set at the start of investigation. The pump rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. There was no defect found during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump continued to emit call service alarms with no message displayed. Reportedly, the type of call service alarm was not recorded in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.